Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon was leaking. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified arteriovenous fistula vein. A 5.00mm/ 2.0cm/ 90cm was selected for use. During the procedure, at first inflation, leakage of contrast agent was noted from the balloon and was confirmed at the stage when pressurization was started. Although it was not visible, it is probable that there was a hole like a pinhole before inflation. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon longitudinal tear in the balloon material was identified beginning approximately 2mm distal of the proximal markerband and extending approximately 9mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that the balloon was leaking. The target lesion was located in the arteriovenous fistula vein. A 5.00mm/ 2.0cm/ 90cm was selected for use. During the procedure, at first inflation, leakage of contrast agent was noted from the balloon and was confirmed at the stage when pressurization was started. Although it was not visible, it is probable that there was a hole like a pinhole before inflation. The procedure was completed with another of the same device. There were no patient complications reported.